Event description:
It was reported that there was increased pain and a lead migration. It was noted that the outcome was ongoing with no further action needed. It was noted that interventions included reprogramming which was unsuccessful on 2014 (B)(6). It was noted that there was reprogramming session with a manufacturing representative five days later. It was noted that diagnostic methods included examination and palpation. It was noted that the patient reported a fall since their last clinical visit. It was noted that the patient had increased low back pain. It was noted that the device was not helping as well as it had previously. It was noted that the device was interrogated and no problems were noted. It was noted that the device was interrogated five days later and high impedances were noted. It was noted that the x-rays were taken and lead migration was noted. It was noted that the lead tips were currently at t7-t8 and t8-t9. It was noted that the patient was obtaining very good therapy and relief with the use of the stimulation on 2014 (B)(6). It was noted that the patient received a bit of an excessive stimulation when he laid down. It was noted that the event was related to the device or therapy and not related to the implant procedure. It was noted that the severity was mild.

Event description:
Additional information received reported that only one lead migrated but it was unknown which lead migrated.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).